Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the clinical engineer that the patient was readmitted into the hospital for an episode of gi bleeding. Additional information was received that the patient's hgb on admission was 5.9 and her inr was 2.3. The patient was transfused with packed red blood cells (prbc). Anti-coagulation and anti-platelet therapy was held and the patient underwent a gi evaluation with conservative management given recent history of endoscopy. Anti-coagulation with coumadin and IV heparin was resumed three days later (anti-platelet still remains discontinued). The patient is being monitored for recurrence of a gi bleed and for the patient to reach therapeutic inr before being discharged.